Event description:
It was reported that the caller noticed the stimulator seemed to be turning itself off, a situation they had not encountered before. The caller observed that the therapy was off even though the ins battery was fully charged at 100%. They turned the therapy back on, but it turned off again later, with the battery still showing 100% charge. The caller mentioned that the patient charges the ins battery daily using a wireless recharger, eliminating the possibility of accidentally turning off the therapy with the recharger. The agent reviewed the programmer's use with the caller, confirming that they referenced the correct battery charge level and icons. Monitoring the situation and following up with the managing physician to access usage reports was recommended. This could provide insights into why the device may be turning off. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.